Event description:
It was reported that after the surgeon completed a da vinci distal pancreatectomy procedure on 09/05/2014, approximately 12 hours later while in the intensive care unit, the patient exhibited a bad heart rhythm and was sent to reanimation and back to the or. The surgeon proceeded to do an open procedure and discovered intensive bleeding because of an open vein near the pancreas. It was reported that the surgeon suctioned up about 3 liters of blood from the patient. After suctioning the blood, the surgeon treated the patient with stitches and the patient heart rhythm went back to normal. The patient was sent back to intensive care and is now doing well. Per the intuitive surgical, inc. (Isi) clinical sales representative (csr), the surgeon believes that the endowrist one vessel sealer instrument contributed to the vessel injury. On (B)(6) 2014, the surgeon followed up with isi and provided the following information: the surgeon thinks that the instruments were inspected prior to use. There were no intra-operative complications that occurred during the procedure. Both the splenic vein and artery were injured. The surgeon determined that the injury was a small hole in both vessels that occurred after sealing. The surgeon believes that the injury was caused by no stability of the vessel sealing, since it was and dramatic acute bleeding 8 hours after the operation. The patient was not discharged from the hospital prior to exhibiting the reported symptom of bad heart rhythm. He also stated that in his opinion, it was a technical problem with the ligasure device, either wrong handling or just insufficient long lasting sealing. The patient is currently in good condition and is well. No further clinical information was provided by the surgeon.

Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. Isi reviewed the system logs with procedure date of (B)(6) 2014, and it revealed that a few system error code 32003 occurred. A system error code 32003 indicates that the vessel sealer instrument was unable to drive the cutting blade across the full range of travel during a cut command. This case is being reported since the patient experienced post-surgical complications after undergoing a da vinci procedure and had to undergo open surgery to repair a vessel injury.